Manufacturer narrative:
(B)(4). Subject device was received on (B)(6) 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturing location was identified upon receipt of subject device and lot number.the subject device was explanted on an unknown date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ the broken plate was received as described in the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. On the original measuring data and all features on the inspection sheet are within specification. On the broken tomofixtibiahead plate all significant features were measured by the coordinate measuring machine (cmm). All significant features (i.e. Plate thickness, plate width, hole and thread positions) were found to be within specification. Thread position 1 and 4 were not measureable due to the damaged threads. The cause for the plate breakage is not manufacturing related, it is assumed that mechanical overload caused the damage/breakage. No manufacturing related issue was identified and/or confirmed. No product problem identified. There were also eight (8) intact screws received. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected. As no complaint is levied on the screws and as the screws intact, no further investigation will be done. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we could not confirm exactly how this complaint occurred, as no material received. No further information was available. Product was not returned to our location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-ray review can confirm the plate breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device may still remain implanted in the patient. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device would not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the tomofix plate (left knee), initially implanted during a high tibial osteotomy of both knees and acl reconstruction at the left knee on (B)(6), 2015, broke post-operatively causing the patient pain. The surgeon reported that the patient had undergone rehabilitation and that full weight bearing started on(B)(6), 2015. The surgeon also mentioned the rehabilitation program had not yet included twisting motions of the operated areas. Information regarding plans for revision surgery or other treatment was not reported. This report is 1 of 2 for (B)(4).